Manufacturer narrative:
Per previous discussion with the customer, it is their policy not to provide patient information. The report of an 800.8000.0 error was confirmed in the pcu event log. The pcu event log shows the system error was initiated when the user started the infusion immediately following a flo stop open event at 9:34 pm on (B)(6) 2020. The pcu error log shows a pcu15 general os failure (error code 800.8000.0) occurred at 9:35 pm. When the malfunction is triggered, the system error occurs when any state change is made to the pump, generating the system error code 255-16-275 on the pcu display accompanied by the watchdog audio alarm and blinking red arrow. The error code 800.8000 is logged in the pcu error log. Any infusions in progress continue but cannot be edited and communication error scrolls on all attached modules and error code 800.8000.0 general os failure is recorded in the pcu error log. The system was being used for treatment. The device was not returned for investigation; however, the device was not requested since this is a known and repeatable issue. The root cause of the customer¿s experience of a system error during an infusion was identified as due to a software issue. Device history review: review of the pcu s/n/ (B)(4) service history record showed the device had a manufacture date of 24 june 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pc unit had error 800.8000 as identified by the hospital's biomedical engineering technologist using the device log . Although requested, additional information was not provided.